Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that there was an indentation that appeared to be a standard gate break hole. A visual inspection confirmed that the reported fault was coincident with the gate break hole, which is an acceptable feature. There were no visual issues found with the device, and no debris. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the drawing found that the size of the gate vestige is specified, and a gate break hole is acceptable. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal reference number: case-(B)(4).

Event description:
It was reported that during a anterior cruciate ligament reconstruction surgery, the biosure pk 8 x 25mm was broken in the proximal end. The procedure was completed with a delay of 30 minutes or less using a smith and nephew back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.